Event description:
It was reported that during an attempted carotid artery stenting procedure using the protege rx carotid stent, for the treatment of a lesion with 70% stenosis in the mid common carotid artery with moderate calcification and moderate tortuosity, the stent was unable to deploy. No resistance was encountered during delivery to lesion. Embolic protection was used (spider), and the lesion was pre-dilated with a 5 mm device. The stent system was prepped per the instructions for use, with no issues identified. There were no issues noted with the packaging and no issues noted when removing the device from the hoop/tray. The device was advanced to the target position without resistance or excessive force. The device did pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to the procedure and the lock-pin was removed when the device was delivered to the target position. The procedure was completed by removing the stent and using another (medtronic) stent instead. The patient was reported alive, with no injury. No patient symptoms or complications have been reported as a result of this event. No intervention was required for removal of the device and the device was safely removed from the patient. The stent struts were exposed/visible on removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.